Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported left side "exchange from a textured to smooth breast implant due to the patient¿s concern with the product". Healthcare professional later reported "rupture". The device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, h6.

Event description:
Healthcare professional reported "exchange from a textured to smooth breast implant due to the patient¿s concern with the product". Healthcare professional later reported " implants were found to be ruptured". This record is for the left side. The device was explanted and replaced.